Manufacturer narrative:
Corrected data: d9 h3 other text : device not returned.

Event description:
The user facility reported that the device was getting too hot to hold during surgery. The procedure was completed successfully following a few minute delay while the drill was allowed to cool. There was no patient impact and no medical intervention or adverse consequences were reported.

Event description:
The user facility reported that the device was getting too hot to hold during surgery. The procedure was completed successfully following a few minute delay while the drill was allowed to cool. There was no patient impact and no medical intervention or adverse consequences were reported.